Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 36 and 48 hours. The patient administered boluses of 10 units insulin followed by another 3 units of insulin. Once at the hospital the patient was treated with manual insulin. The patient was released from the hospital after 5-6 hours. The patient reports their blood glucose level was 137 mg/dl during the call.